Manufacturer narrative:
.

Event description:
Allegedly, the patient is experiencing the following mom complications: shedding of metal debris into the bloodstream; tissue damage; persistent pain and decreased mobility.(left).